Event description:
During a low anterior resection procedure, the instrument did not staple or cut completely. The surgeon used a new instrument to complete the procedure, the hosp has reported that the pt's condition is satisfactory.